Manufacturer narrative:
Based on the available information, this event is deemed a serious injury based on reports of "stripping of the superficial skin layer". The product number is indicated as unknown, however, three attempts have been made to ascertain this information as follows: first attempt: (B)(6) 2014; second attempt: (B)(6) 2014 and third attempt: (B)(6) 2014. No additional pt/event details have been provided to date. A sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures.

Event description:
It is reported that aquacel surgical was applied post-operatively after a hip fracture. The bandage was removed after 2 days as recommended in the instructions, and there was a stripping of the superficial skin layer. Additional information indicated that when the bandage was removed, bleeding was noted and the hcp explained that skin was missing in the area of the adhesive. The issue was treated with the application of another unknown dressing. There are no pictures available and there was no indication of a skin infection.